Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0yffn, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was experiencing pain at the lead insertion site and in the ins pocket. They also experienced toe pain even when the device was on and off. No known environmental/external/patient factors that may have led or contributed to the issue. Impedances were checked and were all within range. The physician decided to move the ins and remove the slack from the lead. The issue was resolved at the time of the report, no device issue, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.